Event description:
The patient's generator was replaced prophylactically. Product return is not necessary as the physician indicated that the reported adverse event of increased seizures was not related to the vns. No further relevant information has been received to date.

Event description:
Per the physician, the increased seizures were at pre-vns baseline levels and were suspected to be due to the patient's medication changes. No additional, relevant information was received to date.

Event description:
It was reported that the patient was experiencing an increase in seizures, which the patient's mother believed was related to low battery. A battery life calculation was performed with the programming data available to the manufacturer and estimated approximately 1.7 years remaining until near end of service condition. Diagnostics showed that the device was functioning as intended and was expected to be delivering the programmed therapy. Clinic notes were received for the patient's referral for prophylactic replacement. No known surgery has occurred to date. No additional, relevant information was received to date.